Manufacturer narrative:
Pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that lip of the reservoir area was cracked and reservoir was barely lock in place. Customer's blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.